Manufacturer narrative:
The complaint device was received and inspected. Visual observations revealed that the jaw-to-shaft pin was missing from its space. Visually, the device appears to be in used condition. Functional testing via actuation of the jaw lever revealed that the jaws did not open or close; top jaw only moved laterally along the shaft due to the nonexistent pin thus, confirming the complaint of a non-functional top jaw. Further testing revealed the actuator protruding out from the shaft due to the missing jaw-to-shaft pin. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing off from its space. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via email during a right rotator cuff procedure: issue-top jaws broken. No patient consequences. Delay of procedure unknown. Used new expressew gun to solve issue. Additional information received via email from the sales rep on 05/15/2017: as far as I know and based off of the customer feedback, no nothing was broken off in the patient.